Event description:
Customer¿s blood glucose (bg) level was displayed as "low"; however, specific value was not provided. The customer consumed carbohydrates to address the situation. Technical support recommended that the customer consult a healthcare professional to discuss factors impacting blood glucose levels.